Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Triathlon knee instruments that have green rubber handles had an oily substance oozing from them.

Manufacturer narrative:
The device was not returned for evaluation. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review: a review of the device history records could not be performed as lot information was incorrect. Complaint history review: a complaint history review could not be performed as lot information was incorrect. Conclusions: this event was determined to be under the scope of CAPA (B)(4). CAPA (B)(4) was initiated on 20-oct-2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable.chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised. Product surveillance will continue to monitor for trends. Device not returned.

Event description:
Triathlon knee instruments that have green rubber handles had an oily substance oozing from them.